Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported system error 322 which was unable to be recreated during evaluation. A review of the event history log identified the presence of 'system error 322' messages which verifies the reported issue. However, evaluation inspected the device but did not observe any symptom or potential cause of the issue. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no known patient injury or medical intervention associated with this event. No additional information is available.